Event description:
The account alleges that the brake will not hold when it is engaged.

Manufacturer narrative:
The technician replaced the bearing , bushing, bottom block mechanism, and the top block adapter, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.